Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a pericarditis. A testing bipolar was ran followed by unipolar. Physician then ordered a echo and did not show perforation. As of this time, this crt-d remains in service. No additional adverse patient effects were reported.